Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image was due to faulty charge-coupled device (ccd). The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The camera head produced no image due to faulty charge-coupled device (ccd). The cable had a pin hole and was kinked. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the camera head produced no image during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.